Event description:
It was reported that the customer was hospitalized in the intensive care unit with a high blood glucose level of 900 mg/dl. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. The customer reverted to an alternative method of insulin therapy.